Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced accessible ac current or exposed bare wires. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 2 of the devices were evaluated and it was determined the device experienced cosmetic damage, which is not reportable.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced accessible ac current or exposed bare wires. There was no patient involvement.